Event description:
A customer contacted global technical service (gts) regarding therapy assistance in drain 1 of 5. The technical service representative (tsr) helped the caller end therapy as the hp started over with the same supplies from the previous therapy that ended due to system error 2240/2367. The caller would discard the supplies. The caller would call the nurse for the air detect alarm and being connected. The event occurred during use and solution was provided over the phone. The patient was connected. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore, no batch review could be performed.